Event description:
It was reported that a high ventricular rate episode (hvr) was observed on a patient's merlin.net transmission. There was ventricular noise reversion with no egms. Review of episode noted that there was noise on both the ventricular and atrial channels simultaneously. The episode showed two isolated events of loss of ventricular capture in which a backup pulse was delivered. The source of noise was undetermined. Since the event is isolated to one episode, emi was suspected. The scheduled follow-up clinic visit was cancelled as the patient was admitted to the hospital for complications associated with dialysis port. There were no additional episodes or noise events found since reported event. Upon further investigation, it was noted that the patient had surgery for dialysis port implant on the event date. It was suspected that the noise episodes could be due to the surgery. The patient experienced no symptoms during event and has not experienced any since the day of the egm recording. Patient is enrolled on merlin.net and the patient will continue to be monitored for additional noise events.